Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that after a cardioversion through the defibrillator the atrial lead impedance increased and tripped the lead warning on the device. The lead is still in use. No patient complications were reported as a result of this event.